Event description:
Customer reported the system locks up. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the voltage on the generator interface board. System operates as intended. This MDR is related to ge healthcare.